Event description:
It was reported that a pump constantly alarmed for air in line, when no air was present and while infusing blood. It was also reported that there was no injury.

Manufacturer narrative:
(B)(4). Baxter evaluated the device in question. The evaluation confirmed the upstream sensor readings were blow specification and resulted in air in line alarms. This was caused by a failed upstream sensor. The failed upstream sensor was replaced.